Event description:
A call ctr ticket was logged with the following text "after he performed a test, an "x" mark appeared on the indicator, and the equipment is making noise." No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.